Event description:
It was found that during shoulder surgery, the pt never woke from surgery. Pathology reports death caused by global ischemia.

Manufacturer narrative:
After discussion with allegiance healthcare, it was determined that the ultra shoulder positioner did not cause or contribute to the death/adverse event. Because of their belief that the device did not cause the adverse event, the hosp did not contact orthopedic systems, inc. The initial contact was from the surgeon.